Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that arrhythmia and hypotension occurred. A pulse field ablation (pfa) procedure was performed using a farawave catheter. A coronary sinus diagnostic catheter was placed in the coronary sinus, and an intracardiac echocardiography (ice) guided transeptal puncture was performed with a non-boston scientific (bsc) device. A non-bsc mapping catheter was placed in the left atrium and pre mapping was performed. Heparin and atropine were administered and pfa was completed on all four (4) pulmonary veins via the farawave catheter. The farawave catheter was removed from the patient, and post mapping was completed using the non-bsc mapping catheter. No pericardial effusion was present on ice and the procedure concluded. Post procedurally the patient was administered a protamine infusion. The patient became hypotensive and loss of heart rhythm occurred. Cardiopulmonary resuscitation was performed and an adrenaline infusion was given. Heart rhythm and blood pressure recovered. Echocardiography showed normal heart function and no pericardial effusion. The physician attributed the event to an adverse reaction to the protamine infusion. The patient was admitted to the coronary care unit post procedure and recovered.

Event description:
It was reported that arrhythmia and hypotension occurred. A pulse field ablation (pfa) procedure was performed using a farawave 2.0 catheter. A coronary sinus diagnostic catheter was placed in the coronary sinus, and an intracardiac echocardiography (ice) guided transeptal puncture was performed with a non boston scientific (bsc) device. A non bsc mapping catheter was placed in the left atrium and pre mapping was performed. Heparin and atropine were administered and pfa was completed on all four (4) pulmonary veins via the farawave 2.0 catheter. The farawave 2.0 catheter was removed from the patient, and post mapping was completed using the non bsc mapping catheter. No pericardial effusion was present on ice and the procedure concluded. Post procedurally the patient was administered a protamine infusion. The patient became hypotensive and loss of heart rhythm occurred. Cardiopulmonary resuscitation was performed and an adrenaline infusion was given. Heart rhythm and blood pressure recovered. Echocardiography showed normal heart function and no pericardial effusion. The physician attributed the event to an adverse reaction to the protamine infusion. The patient was admitted to the coronary care unit post procedure and recovered. It was further reported the patient went into ventricular fibrillation folllowing the protamine injection. The patient remained hospitalized for one (1) week for further testing and observation. The patient fully recovered and was discharged.

Manufacturer narrative:
This supplemental report is being submitted with an update to sections: b5: describe event or problem, h6: patient codes. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the farawave catheter upn #m004pf41m431 batch #0037344279. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the farawave catheter was discarded by the healthcare facility therefore returned device analysis could not be performed. Labeling review: the farawave catheter instructions for use (IFU) lists procedural related side effects, such as side effects related to medication or anesthesia resulting in hypotension or arrythmia, as known potential adverse events associated with the use of the device. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported that following a pulse field ablation procedure the patient was administered a protamine infusion resulting in hypotension and ventricular fibrillation. Cardiopulmonary resuscitation was performed and an infusion of adrenaline was administered. It is likely the hypotension and ventricular fibrillation resulted from the protamine infusion. Procedural related side effects, including medication induced arrythmia and hypotension, are known potential adverse events associated with the use of the farawave catheter. Risk review: a review of the farawave hazard analysis was completed and confirmed that the events of arrythmia and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.